Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were substantial reported evidence that supported the following case event. It was confirmed that the patient had a sac growth and a secondary endovascular procedure. In addition, it was noted that patient's suprarenal cuff had a movement at 11 months (7 mm) and migration (1.5 cm) at 41 months post implant, along with a stent cage dilation on the main body stent (superior stent margin - 33%; el3b - distal aorta near bifurcation). At 40 months post implant - patient developed a sac growth (6mm/40 months) and at 41 months post implant a relining procedure (ir/sr/bif) was performed. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity [stretched and breach of the fabric] of the main body stent was the use of strata material, in combination with these cautionary product use conditions: an urgent index placement; hostile, tortuous aortic and calcified iliac anatomy and, evidence of aggressive ballooning (unintentional user-error) - there was evidence of an endoleak at 1 month post index. No other user-, procedure-, or anatomy-related contributing issues, procedure-related harms, or off-label product use conditions could be detected due to lack of medical information surrounding the implant and repair procedures. Associated clinical harms for this device failure included: type iiib endoleak; sac growth, and, a secondary endovascular procedure. The patient was discharged home in stable condition of the first post operative day. In addition, there was an incidental finding of a stent movement at 11 months, which progressed to stent migration of 1.5 cm at 41 months. The most likely cause of this failure was unknown due to the lack of pre implant imaging studies, however it was likely that the hostile aortic neck angulation contributed to this event. No procedure-, user- or other anatomy-related contributing factors, or cautionary and/or off-label product use conditions could be determined. No procedure-related events were determined. Clinical harm associated with this device failure included: sac growth, and an endovascular repair. Further investigation of this complaint can be found under CAPA (B)(4) for endoleak type 3b. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system. Correction: all manufacturers.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014 an afx bifurcated stent graft, two infrarenal aortic extensions and a suprarenal aortic extension were implanted to treat an abdominal aortic aneurysm. On (B)(6) 2017 approximately 3 years post-op, a follow up showed the abdominal aortic aneurysm had enlarged to an unknown size. The patient is scheduled for an angiogram and possible re-intervention on (B)(6) 2017. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.